Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated is unknown. The 2.0x12mm apex balloon ruptured at approximately 6 atmosphere (nominal). The procedure was completed with a different device. There were no patient injuries or complications reported. Patient's status listed as "good".